Event description:
It was reported that during a laparoscopic fundoplication procedure, the surgeon reported that he had "the hissing port to beat all hissers" that he had used on a patient the night before. He said it was constantly hissing throughout the procedure and this was distracting but also detrimental to the procedure. He said when he took instruments out and looked down the port he could see all the way through to the abdomen because the valves were open. Another device was used to complete the procedure. No patient consequence reported. No device will be returning.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned for analysis. Upon evaluation of the devices, the duckbills were found to be slightly open at the slit. A leak test was performed and the devices were noted to leak without  the test probe inserted through each device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The devices did not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.